Event description:
It was reported that post cardiomems implant procedure the sensor transmitted a dampened waveform reading. It was reported that the sensor was implanted in to a vessel of smaller than recommended diameter. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.